Event description:
Pt implanted with mandible reconstruction plate and screws on (B)(6) 2009. Surgeon noted that plate was exposed and was coming through the soft tissue. It was reported that boney fusion was achieved, however, surgeon reported that it was sub-optimal and decided to augment the revision construct with subsequent bone graft. The plate and seven locking screws were removed on (B)(6) 2012 and pt was revised to a locking plate and bone graft. As per hospital policy, the explanted hardware will be discarded. This is the 1st of 8 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.